Event description:
Found during routine testing. The customer reported that the device would not power on. There were no patients associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up, physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and observed a burned area on the pcb surface and determined that root cause for the burned area and the reported problem was an electrically shorted capacitor, designator c19.